Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using off label insulin. Tandem technical support educated the customer that this is off label. The customer continued to use the existing cartridge. There was no reported adverse impact to the customer¿s blood glucose level.